Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death, hemorrhage, cerebral edema, brain swelling and herniation are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient presented with an acute thrombus occluding the left m1 middle cerebral artery (mca) that was treated with 4 mg of tissue plasminogen activator (t-pa) and 10mg of reopro intra-arterially and intracranial balloon angioplasty. Then the stent was uneventfully placed at the left m1 mca across the region of residual stenosis and thrombus formation. Follow-up imaging demonstrated successful recanalization of the left mca. However, the next day the patient neurologic status declined with decrease responsiveness. Imaging showed a hemorrhagic transformation of the stroke, cerebral edema, brain swelling, herniation and midline shift. The patient was made comfort care according to his previous wishes; subsequently, developed cardiorespiratory failure and died two days post procedure.

Event description:
The patient presented with an acute thrombus occluding the left m1 middle cerebral artery (mca) that was treated with 4 mg of tissue plasminogen activator (t-pa) and 10mg of reopro intra-arterially and intracranial balloon angioplasty. Then the stent was uneventfully placed at the left m1 mca across the region of residual stenosis and thrombus formation. Follow-up imaging demonstrated successful recanalization of the left mca. However, the next day the patient neurologic status declined with decrease responsiveness. Imaging showed a hemorrhagic transformation of the stroke, cerebral edema, brain swelling, herniation and midline shift. The patient was made comfort care according to his previous wishes; subsequently, developed cardiorespiratory failure and died two days post procedure.

Manufacturer narrative:
The device remains implanted.